Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise which caused auto mode switching. The noise was reproducible in the clinic in both the unipolar and bipolar configurations. The lead will be monitored.